Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00cm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 20 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.